Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2017 and the (B)(6) 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. Investigation has found the faults of this nature can be attributed to membrane failure.

Event description:
There was no patient involved. Device was switching on automatically and also issued memory full prompt.

Manufacturer narrative:
Exemption number e2015058. H3 other text: device not recived yet.

Event description:
There was no patient involved. Device was switching on automatically and also issued memory full prompt.